Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.0x15mm nc trek neo balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion; however, the bdc failed to advance due to the anatomy. Therefore, the bdc was removed from the patient and resistance was also noted due to the anatom. A non-abbott device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.